Event description:
EKG machine inputting incorrect patient information. Scanner used to scan patient's bracelet; incorrect patient information came up in EKG machine. Multiple attempts to scan patient's bracelet with same incorrect patient information flowing over. Patient information had to be input manually.